Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2014 with the following findings: review of the black box data revealed no evidence of short battery life. The replacement battery that was put into the pump. Multiple low battery warnings were recorded due to normal battery wear. All current readings were within specifications. Investigation was not able to duplicate the alleged short battery life issue alleged. The battery compartment was noted to be cracked in two places from the grip down to the case seal and at the threads on the side. Moisture corrosion was found inside the battery compartment and on the battery cap that was returned for investigation. A leak test revealed moisture ingress at the battery compartment cracks. The pump was opened for investigation and did not reveal any evidence of moisture in the pump¿s interior compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue; moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.